Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with insertion of test strips. Customer further reported that on (B)(6) 2018, she experienced dizziness and weakness, and obtained a blood glucose reading of 400 mg/dl on an unspecified device. Customer called an ambulance for herself and reported she was treated with 6 bags of IV fluid and IV insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (lot number) has been updated based on additional information. The reported test strips have not been returned for this complaint. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint with precision strips is isolated to the meter only. As such, no strip related investigation activities are performed for the reported complaint. No further investigation required.

Event description:
Customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with insertion of test strips. Customer further reported that on (B)(6) 2018, she experienced dizziness and weakness, and obtained a blood glucose reading of 400 mg/dl on an unspecified device. Customer called an ambulance for herself and reported she was treated with 6 bags of IV fluid and IV insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression and with retained test strip insertion. A port issue was not observed. The complaint is not confirmed. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with insertion of test strips. Customer further reported that on (B)(6) 2018, she experienced dizziness and weakness, and obtained a blood glucose reading of 400 mg/dl on an unspecified device. Customer called an ambulance for herself and reported she was treated with 6 bags of IV fluid and IV insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.